Event description:
It was reported that during a pph procedure, the device did not staple the anterior left quadrant. They used another pph device to complete the case. There was no patient consequence.

Manufacturer narrative:
.